Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo mg/dl (which on the system indicates a result of less than 20 mg/dl), 354 mg/dl, and 310 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.